Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device was found not holding settings and the user experienced self-rebooting and no image. There was no patient involvement on this report and no user harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. Field d10 for device availability was initially reported as "yes" with a return date of 24-sep-2020. This information was reported in error and the customer has subsequently confirmed that they will not be sending the device back to olympus for evaluation. The cause of the reported issue could not be determined.